Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and cds information. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The device was rinsed prior to manual disinfection using septo pac as the disinfectant. All channels were flushed with and immersed into the disinfectant and filtered water was used to rinse the scope. The concentration and expiration date of the disinfectant was controlled. A steelco ew2123s automatic endoscope reprocessor (aer) was used neodisher endo as the detergent and septo pac as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, and the water quality of the rinse water was controlled. The scope was dried with filtered compressed air and the aer and then stored in a drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera ii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled twice and there was mold in the suction duct. The user did report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide results device evaluation. During device evaluation at olympus, it was found the bending section cover adhesive was worn and the universal cord was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.